Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2026 prior to the date the manufacturer became aware.

Event description:
It was reported that patient experienced pocket discomfort on the ribs the patient underwent an implantable pulse generator (ipg) repositioning procedure, the physician repositioned the device approximately 3-4 inches lower to upper right buttock. The patient did well postop. The device remained implanted and in service.